Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon surgery, a 17cm long strip of one piece plastic fragment of the specimen retrieval pouch was retained in the patient and was removed during surgery at another facility. There was no patient injury.